Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder overheated and smoked. Two other hemopro kits had been opened with problems as well. A fourth hemopro and a new cable were used to complete the procedure. The hospital did not report any pt complications. The hemopro was discarded.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned, an investigation could not be performed. A lot history record review was completed for the reported lot numbers. There was no nonconformance which could have attributed to this failure mode. (B) (4). Two lot numbers were reported for these three complaints (2 devices with (B) (4) and 1 device with (B) (4)), but the hospital did not know which was associated with each device. (B) (4)